Event description:
Reporter alleged, the contacts number 1, 2, and 3 were discolored a blackish blue on the inform system. Reporter stated, the contacts on the system were located from left to right with the screen facing in the down position. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.